Event description:
It was reported the pt's original charger and new replacement charger are unable to locate the ipg. The pt reportedly lost stimulation approximately a month and a half ago where as the last recharge was 2-3 months ago. The pt attempted to locate the ipg with her pt programmer and received a communication error. F/u identified the sjm rep met with the pt and confirmed the pt's charger, pt programmer, spare charger and pt programmer were unable to communicate with the ipg. The pt will meet with the physician to discuss surgical intervention at a future date.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.